Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. No event date was provided by the customer, therefore a review of the event history log on the last days of customer use was performed which did not reveal any abnormalities that could cause or contribute to the reported problem. The device was tested for flow accuracy and found to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not infuse at all after connection to patient. The reported problem occurred during programming/set-up in general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.